Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material is likely residue from simethicone-type products. No physical damage was observed where foreign matter remained. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the up and down angulation did not meet specifications. Additionally, play was evident in the up and down angle. Upon further inspection, it was observed that there was white crystallized contamination believed to be a simethicone type product within the air / water channels. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive of the light cover glasses and on the optical cover glass were worn. It was observed that the adhesive on the distal end was worn. Lastly, it was observed that the biopsy port on the control body was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope angulation wheel is broken. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was white contamination in the air/water channel which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.